Manufacturer narrative:
Laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up

Event description:
P1008 - capsule tear -issue: on (B)(6) 2024, while cas was on-site, dr. (Lls2298) reported that there was a capsule tear on procedure ID #(B)(4). No vitreous and vitrectomy needed.